Event description:
It has been reported to philips that during the monitoring of an unconscious patient, a defibrillation rhythm appeared on the monitor and there was a sinusoidal rhythm on the defibrillator. It does not respond when pressing the pressure measurement button, it works only in the upper right corner of the icon. The device displayed various types of ECG signals correctly during subsequent inspection using the ECG simulator, but the fault did not appear.